Event description:
Boston scientific received information that the pacemaker and this right ventricular lead exhibited loss of capture. This patient was in atrial fibrillation and pacemaker was programmed to vvir with a heart rate at 30s. This patient had intermittent capture with this rv lead in the past. The field representative wanted to know if this issue was due to the programmed settings. Boston scientific technical services stated that this may not be a device related issue but possible lead tissue interface issue. Additionally, ts mentioned that this might be a tissue issue, given the same issue had already occurred with the previous rv lead and might happen again if repositioning or lead replacement would be an option. Additional information received indicates that the loss of capture resulted to asystole of greater than two seconds. The system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.